Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of suspected thrombosis and hemolysis could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2017 and reported flank pain two weeks prior and brown urine. Device interrogation on (B)(6) 2017 revealed power spikes. Plasma free hemoglobin, d-dimer, lactate dehydrogenase (ldh) and urine analysis (ua) monitored daily. Transthoracic echocardiography rmp did not demonstrate evidence of thrombus. Lvid and pi decreased with increased speed to 9800 rpm. Cta did not demonstrate evidence of thrombosis, but did show vertical positioning of inflow cannula near intraventricular septum and it showed a left kidney stone. Renal ultrasound also demonstrated a stone, but no hydronephrosis. Bladder diverticulum also noted. The driveline exit site was inspected and showed cdi. All external components were inspected and showed no evidence of damage or malfunction. No components were replaced. Uncertain if current stone acute or chronic. Hematuria was ongoing and will plan for outpatient urology follow-up. A stop date of 27jul2017 was provided.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital and presented with suspected device thrombosis, hemolysis and abnormal pump parameters. A computed tomography angiography (cta) showed no evidence of clot in outflow graft. It was also reported that the patient's urine had large blood clots, but also many red blood cells. It was reported that this was more indicative of a renal source than of hemolysis. The patient¿s anticoagulants at the time of the event were aspirin, plavix and heparin. No additional information was provided.